Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited low impedance, loss of sensing and loss of capture. The physician elected to no longer use the lead and replace it. There were no adverse consequences to the patient.